Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. While testing, the subject device was not producing an image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus 4k autoclavable camera head was not producing an image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer¿s investigation, the reported issue was confirmed, and found the image could not be displayed due to cable failure; however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use which state: ·do not roll the camera cable smaller than 20 cm in diameter. Doing so may damage it. ·when the camera cable is curled, do not pull forcibly, but gradually straighten it. Doing so may cause the camera cable to break. ·do not apply excessive force such as bending, pulling, twisting, or crushing the camera cable. Doing so may cause the camera cable to break. ·when wiping the outer surface of the camera cable, do not squeeze the camera cable too hard. Doing so may cause the camera cable to break. ·when in use, hold the camera head, not the camera cable, to operate the endoscope. Doing so may cause the camera cable to break. ·do not secure the camera cable using a paan. Doing so may cause the camera cable to break. ·do not pull out the video connector while holding the camera cable. Excessive force may apply to the camera cable and cause it to break. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 & b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received confirming an event date of 14sept2022. Reportedly, this event took place during procedure preparation, though the intended procedure-type was unknown. According to the initial reporter, the procedure was completed with another device with no effect to the patient.